Event description:
Per the clinic, it was reported that the patient underwent a surgical revision procedure on (B)(6) 2025, under general anesthesia to address hypertrophic scarring at the abutment site which led to the decision to convert the patient to a transcutaneous osia implant system including the placement of a longer abutment.